Manufacturer narrative:
The initial MDR was submitted on 18-nov-2022. Additional information (20-mar-2023): siemens evaluated the available information and found the customer had a barcode with poor print quality and was using the interleaved 2 of 5 barcode (itf) symbology without a check digit. The ift barcode symbology is not recommended per auto2-a2 laboratory guidelines and ift must have a check digit for use with the atellica solution (ats) per the siemens site survey. The cause of the sample identification misread is poor barcode print quality and not using a check digit. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that there was one sample identification (sid) misread on an atellica ch 930 analyzer. In a previous investigation, siemens determined that the customer is using a non-preferred barcode type without checksum. The sample tube barcodes observed at this site have demonstrated poor print quality. The same issue persists at the customer's site. Siemens is investigating.

Event description:
There was one sample identification (sid) misread on an atellica ch 930 analyzer, impacting the alanine aminotransferase (altplc), aspartate aminotransferase (astplc), c-reactive protein (crp_2), gamma glutamyl transferase (ggt), potassium (k), calcium (ca_2), creatinine (enzymatic ecre_2) and sodium (na) tests. Sid (B)(6) was misread as sid (B)(6). The test results for the sample with sid (B)(6) were assigned to the sample with sid (B)(6) and were not released to the physician(s). The sample with sid (B)(6), read correctly, was repeated and the test results were released as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.